Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis undergoing a spinal therapy due to compression fracture(burst fracture). It was reported that the cement leaked to lateral of vertebral body when being injected into the vertebral body. The procedure was performed successfully by using the reported product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Device status reason : implanted-remains in service it's just that the cement leaked and there were no complications. Procedure: bkp levels implanted: t11.